Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 05.nov.2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two (2) guidewires became bound in a stepped drill bit, and there was difficulty removing the connecting screw from the nail and the insertion handle during a trochanteric fixation nail-advanced (tfna) surgery on (B)(6) 2015. During the surgery, the guide wire for the helical blade was inserted through the guide in normal fashion. The wire was measured and a 10mm tapered drill bit was used to perforate the lateral cortex. The stepped drill bit was then set to the correct length and drilled over guide wire. During this, the guide wire was driven out of femoral head and into the acetabulum. The guide wire remained bound in the stepped drill bit. When stepped drill bit was removed, the surgeon lost reduction and had to re reduce and put in another guide wire and perform the previous steps. When inserting stepped drill but, the guide wire became bound again and was driven 50% into the pelvic ring. The surgeon then removed the guide pin quickly and consulted general surgery to check for any damage to the bladder or colon. No known problems were immediately recognized (follow-up review is planned). Due to the risk of driving the pin any further into pelvis, the surgeon stepped reamed and inserted the helical blade without the guide wire. Subsequent to this event, when the surgeon attempted to disconnect the nail from the insertion handle, the surgeon experienced great difficulty unscrewing the cannulated connecting screw from the nail. The screwdriver was reportedly slipping in the connecting screw. It was able to be removed without additional intervention. There was no known harm to patient and the surgery was successfully completed. There was a total delay of thirty minutes. This is report 5 of 8 for (B)(4).

Manufacturer narrative:
A manufacturing investigation action was conducted/performed. The report indicates: the cannulated connecting screw (03.037.010), was received at the investigation site. The inner surface of the connecting screw is slightly scratched in a way consistent with repeated use, but not misuse. The thread has a small amount of material residue possibly from the mating thread of the nail. It mates effectively with the t-handled ball hex screw driver. Two connecting screws were returned as part of this complaint (pia002799 and pia002800), and there was no distinguishable difference between the two including lot numbers. It is unclear which screw caused the problem in surgery and why the second was returned. Visual inspection reveals minor scratches, and some material deposit on the thread in both cases, but no damage which would prevent either part from functioning. Each screw was investigated in the same way described below, and the pair should only be counted once for occurrence purposes. A nail available at the investigation site was used to check the interface between the screw and the nail. The connecting screw was tightened and loosened from the nail without unexpected difficulty. The difficulty experienced by the surgeon when disconnecting the screw could have been because the screw driver was not seated completely. If this was the case, the screw driver would be able to slip as if it was stripping. Additionally, the screw could be held more tightly in place due to dried blood and tissue in the interface. If the screw was tightened hard at first, then tissue entered the interface during implantation, the removal torque may have been increased. Another contributing factor is the material residue on the screw thread. If the material was present when the connection was tightened, it could have jammed in the connection and increased the torque required to remove the screw. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.